Event description:
It was reported that a patient had high impedance and was referred for full revision surgery. The patient had full revision surgery on (B)(6) 2015. The explanted generator and lead were discarded by the facility.